Event description:
It was reported that during a bronchial stenting treatment procedure, the deployment suture broke. A 2.5cm cover stent had been selected to treat an unspecified bronchial stricture. While attempting to deploy the device, the suture broke leaving the stent partially deployed. The stent and delivery system was removed from the pt. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".